Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip-to-rv (right ventricular) coil impedance is near two hundred ohms and it caused and oor (out of range) alert. The caller is looking for reprogramming options to resolve the issue. Additionally, the rv lead also exhibited sic (sensing integrity counter) and high rate non-sustained tachycardia episodes showing noise on all egms (electrograms). It was noted that the patient had been in the hospital for work on fistula. The rv lead remains in use. No patient complications have been reported as a result of this event.